Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) conductor wire was damaged. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. There was no patient harm reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The conductor wire was frayed and internal wire was exposed. There was no loss of cautery associated with the damaged wire.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. There was no damaged conductor wire observed during visual inspection. The instrument articulated as expected and the grips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.